Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 380 mcg/day with flex dosing. The indications for use were intractable spasticity and cerebral palsy. On (B)(6) 2019 it was reported that the mother of the patient reported increased spasticity. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a pump dye study was done under fluoro and it appears that the dye was going into the housing of the pump. The actions and interventions taken to resolve the issue was reported as dye study followed by pump replacement. The issue was resolved at the time of the report and it was noted as the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8731 lot# (B)(6) implanted: (B)(6) 2004 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731 (B)(6), ubd 2006-04-19, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s mother who reported that her daughter who has cerebral palsy had symptoms of severe withdrawal starting in (B)(6) 2019. Per the mother, off and on she would have ¿restlessness, appear dehydrated, looked like she was dying and no sleep¿. She was in and out of the ER (emergency room) and they thought the she may have a uti (urinary tract infection) or some other cause for the symptoms. She would intermittently get better but in october 2019 a dye study was performed and it was determined that the catheter was "not in spine", so the pump and catheter were revised on (B)(6) 2019 and since then the patient had been doing better.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly of the pump. All previously reported method and result codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.